Event description:
The customer reported that the control knob on their device was loose.

Manufacturer narrative:
(B)(4). The customer reported that the control knob on their device was loose. The device was evaluated at philips. The symptom was verified. The issue was resolved by reconnecting the optical switch and tightening the nut. We are considering this a malfunction resulting from an incomplete electrical connection.